Event description:
The pump was returned for large prime volume. Investigation revealed that the force sensor was out of calibration, and there was evidence of contamination found on the force sensor assembly. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the pump histories. A rewind, load, and prime sequence was successfully performed with no alarms occurring. A cartridge with 100 units was correctly loaded into the pump. Investigation revealed that the force sensor was out of calibration, and the force resistance measurement was out of specification. There was evidence of contamination found on the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Correction number: 2531779-03/24/2010-003-r.